Manufacturer narrative:
Notified, event and bad were changed to (B)(6) 2023 per source notes from closed case (B)(4).

Manufacturer narrative:
Notified, event and bad were changed to 19oct2023 per source notes from closed case (B)(4).

Event description:
It has been reported that the device is failing self-test.